Event description:
The screen showed the prescription of field number 3 and yet field 2's values were administered. The staff identified this at the end of treatment when the system prompted that the dose limit for field 2 had been reached. The techs researched back through the printouts and realized that in 2002 field two had been treated twice and field three had not been treated at all.